Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low out of range pacing impedance measurements less than 200 ohms for the last year. The device emitted beeping tones when low measurements were detected. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the patient later presented to the clinic with report that the device emitted beeping tones. An invasive procedure was performed. The device was explanted and replaced and the pace/sense portion of the lead was surgically abandoned and replaced. The shock portion remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.